Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement procedure for malignant obstruction in the left ureter performed on (B)(6) 2022, as part of the u0652 double-j registry clinical study. The subject was pre-stented on (B)(6) 2021 which was removed on (B)(6) 2022, and a new tria ureteral stent was placed retrograde on the left ureter under cystoscopy. The stent was successfully implanted under the direction for use and was performed without any complications. Discharge medications included antibiotic and phenazopyridine. On (B)(6) 2022, the stent was removed successfully as per the initial plan. Pain control was required and monitored anesthesia care (mac). The stent was difficult to remove due to encrustation of stent but was successfully removed with the use of cysto/graspers. The stent was still able to drain at the time of the procedure. According to the complainant, it was found that the tria ureteral stent was encrusted. A new stent was implanted to the patient. There were no patient complications reported as a result of this event. Additional information was received on december 05, 2022, the onset date of the event difficulty removing stent and encrustation was on (B)(6) 2022, with the onset latency of 98 days.

Manufacturer narrative:
H6: medical device problem code a040501 captures the reportable event of stent calcified. Medical device problem code a150207 captures the reportable event of stent difficult to remove. H11: block b5 has been updated based on the additional information received on december 05, 2022.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement procedure for malignant obstruction in the left ureter performed on (B)(6) 2022, as part of the u0652 double-j registry clinical study. The subject was pre-stented on (B)(6) 2021 which was removed on (B)(6) 2022, and a new tria ureteral stent was placed retrograde on the left ureter under cystoscopy. The stent was successfully implanted under the direction for use and was performed without any complications. Discharge medications included antibiotic and phenazopyridine. On (B)(6) 2022, the stent was removed successfully as per the initial plan. Pain control was required and monitored anesthesia care (mac). The stent was difficult to remove due to encrustation of stent but was successfully removed with the use of cysto/graspers. The stent was still able to drain at the time of the procedure. According to the complainant, it was found that the tria ureteral stent was encrusted. A new stent was implanted to the patient. There were no patient complications reported as a result of this event.